Event description:
On (B)(6) 2012, the customer reported to check the functioning of the battery and of pacing. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, the field service engineer clarified the issue as being a low battery where the battery was found to have no capacity and the device was not operational. There was no reported pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.